Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for a software upgrade. The customer states that the programmer does not identify the devices and that the pen is having issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was unable to identify devices or that it was having "pen issues." It was noted that the nylon link electronic module (lem) standoff was broken and it was replaced and the lem repeated. It was additionally noted that the connection from the xy to the overlay was also reseated and the media bay gasket was replaced as preventive measures. The electrical circuit boards and mechanical parts were inspected, the software was reconfigured, reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.